Event description:
It was reported that a drop in the sensing was detected on the right ventricular (rv) lead via a review of egms. It was noted that the rv lead has a history of low r waves. No intervention was performed. The patient was asymptomatic and will be monitored.